Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working over the last year. All components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, and leak and functionally tested. No leaks were found. The ams 700 momentary squeeze (ms) pump failed the functional test and during the visual test it was identified that the pump kink resistant tubing (krt) was worn down to the filament. The ams 700 ipp cylinder 1 was visually inspected, and leak tested. Cylinder 1 failed the leak test. The visual test revealed that the cylinder 1 had detached the outer tube in the proximal due to sharp instrument and that the kink resistant tubing (krt) was fatigue to the filament. In addition, it was identified wear at fold in the middle and degraded broken fabric threads also in the middle. The ams700 ipp cylinder 2 was visually inspected, and leak tested. No leaks were found. Visual test revealed that the cylinder 2 had wear at a fold in the middle. Based on the information available and analysis results, the fluid leak identified in the ams 700 ipp cylinder 1, and the failed functional test observed in the ams 700 momentary squeeze (ms) pump, could have caused or contributed to the reported clinical observation of the device stopped working; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery the device stopped working over the last year. All components were removed and replaced with no patient complications.